Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer's blood glucose was within range (value not provided). Upon follow up, contact reported that the issue had resolved.